Event description:
It was reported that the insulin gauge was inaccurate. There was no reported adverse impact to the customer's blood glucose level. Customer declined to further troubleshoot with tandem technical support, therefore no additional information could be obtained.